Event description:
The rotator broke at 700 psi. No report of harm or injury. The customer reported three defective devices but did not provide add'l details or clinical info for the add'l two events. Therefore, this single report will be filed.

Manufacturer narrative:
Device eval: three used suspect devices were returned for eval. The complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal exception documents. Complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval: device history record was reviewed, complaint database was reviewed.